Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin pump had grinding while rewinding and no delivery alerts. Customer stated that the battery cap scratched up and depleted battery life. The customer declined helpline assistance. The device will not be returned for analysis.